Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that both the right ventricular (rv) and right atrial (ra) leads exhibited under-sensing, loss of capture, and an unsatisfactory current of injury. Both ra and rv leads were not used and were replaced. The patient's condition remained stable.

Manufacturer narrative:
The reported events of loss of capture and under-sensing were confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region. The cause of the reported events was due to over-torquing the inner coil inside the connector region consistent with procedural damage.